Manufacturer narrative:
Patient sex provided. Weight could not be obtained from the site.

Event description:
A site representative reported that at the very end of a shunt procedure, there was no communication to the navigation system control unit. No further details of the procedure, or the issue, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient gender and weight were not made available from the site. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
A medtronic representative went to the site to replace a cable and test the equipment. After part replacement, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional.